Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was experiencing noise signals and farfield oversensing. Technical services (ts) was consulted and explained the reason being right atrial (ra) lead undersensing. Later on, high capture thresholds were noted on the rv and the device battery life decreased. The ICD remains in service. No additional adverse patient effects were reported.